Event description:
The customer received a questionable dehydroepiandrosterone sulfate (dhea-s) result on their e-module. The patient's initial dhea-s result was 6688 ug/l and twice confirmed. The patient's result on a siemens immulite analyzer was within the normal range, 1400 ug/l. Based on the information provided, the units of measure might be ug/l, ug/dl, or mg/dl. Clarification has been requested. It is unknown if any results were reported outside the laboratory. It is unknown if the patient was adversely affected by this event. The dhea-s lot number was 163620 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was provided for investigation. The results from the e170 analyzer indicate the presence of a macromolecular interference in the patient sample.